Event description:
It was reported that the pt was explanted of the vibrant soundbridge concerned on (B)(6) 2013. According to info on the device explantation report, the floating mass transducer (fmt) was dislocated in the middle ear.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.